Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing about 12 hours after changing the set. The patient had this issue with three sets. No further information available.